Event description:
It was reported that the radiofrequency programmer head originally returned as a trade-in device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the programmer head failed uplink tests and was unable to interrogate, though it was noted that it passed testing with a known, good cable. It was further noted that the head's label was missing its laminate. Both the cable and the label were replaced to resolve.(B)(4).